Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2015-01365, 3005168196-2015-01367, 3005168196-2015-01368. The device was implanted in the patient.

Event description:
The patient was undergoing a coil embolization in the paraopthalmic artery using penumbra smart coils (smart coils) and a penumbra smart coil detachment handle (handle). During the procedure, the physician successfully deployed and detached six smart coils using the handle. However, the physician had difficulty detaching the next three new smart coils using the handle but they eventually detached. The procedure was completed and there was no report of an adverse effect to the patient.